Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00132 was sent in error. Customer has confirmed that the product reported to have malfunctioned was not a product manufactured by bd.

Event description:
It was reported that bd multitest¿ tubes acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? Yes. There are two reasons why I am investigating the tbnk results: 1) we have had numerous rcpa surveys over the past couple of years where some of our absolute values are too high (especially cd8, and nk cells). 2) we have seen a trend with our streck cd4 low control where there cd4 absolute counts have been consistently under the mean value since december 2022, and it is consistent on both cantos.".

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd multitest¿ tubes acquired erroneous results on patient samples. The following information was provided by the initial reporter: "1. Are there erroneous results on patient samples for diagnostic test? Yes there are two reasons why I am investigating the tbnk results: 1) we have had numerous rcpa surveys over the past couple of years where some of our absolute values are too high (especially cd8, and nk cells). 2) we have seen a trend with our streck cd4 low control where there cd4 absolute counts have been consistently under the mean value since (B)(6) 2022, and it is consistent on both cantos.".